Event description:
An infusion pump with a failure code 812:02. The facility representative had stated that no pt incidents have been reported since fthe last baxter service event. Although info was requested by baxter, no info was available regrading the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use.